Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that a appeared on the device while attempting to monitor the patient's end tidal carbon dioxide (etco2). The device was reported to be in use on a patient, but no adverse event to patient or user was reported. A philips field service engineer (fse) evaluated the device and discovered a faulty etco2 module. The etco2 module was replaced. The device passed all operations and safety tests and was placed back into service. No ECG strips or case events files were provided to philips for review. The customer provided information related to the event in an internal pimr (patient involved malfunction) report. The device remains in service at the customer site. The information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that while treating a patient experiencing a cardiac arrest, the heartstart mrx monitor / defibrillator showed "?" With no waveform present when the capnography line was attached to the device. Philips is considering this event to be a serious injury as the event occurred while the device was in use on a patient in cardiac arrest. Additional information was requested.